Event description:
Customer reportedly received results of 300 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.